Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the spare lamp being activated twice could not be identified. However, per the service manual, the cause is likely related to the thermostat switch, main circuit board, lamp housing, xenon lamp, ignitor, or power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned olympus for evaluation, therefore, the complaint could not be confirmed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii xenon light source, spare lamp intermittently activated twice today. It is unclear when the event took place. There is no report of patient harm or injury associated with the event.